Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 19-sep-2019 and inspection of the unit was performed on 23-sep-2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, operation channel- primary slice by accessory, distal cap/ case cracked, distal tip annual maintenance, passed dry leak test, insertion tube root brace cracked, lightguide prong cover glass set loose, passed wet leak test, elevator body sticking, fluid invasion not observed in control body, fluid invasion not observed in pve connector, hole in # 2 remote control button cover, umbilical cable single buckled under pve root brace. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was repaired including the following components and approved by final qc on 07-oct-2019: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, light guide cable, root brace rubber, remote control button, o-rings and seals, rl lock knob, body side cover for deflector, insertion tube attaching nut imp-1, root brace rubber, air/water supply tube lg, suction channel lg, distal case/cap. The duodenoscope was delivered to the customer on 07-oct-2019 under delivery order (B)(4).